Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing tabs broken on the peel away sheath. A probable cause of the guide wire tabs breaking cannot be determined from the photos and without the sample to evaluate. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator or tissue dilator as this can lead to vessel perforation and bleeding.". The report that the tabs broke off the peel away sheath was confirmed through examination of the customer supplied photo. The image showed the broken tabs; however, the actual complaint sample was not returned for evaluation. The device history records were reviewed based on sales history with no evidence to suggest a manufacturing related cause. The probable cause of the broken tabs could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the radiologist was trying to peel away the sheath when it broke off/ snapped, rather than peeling away down to the tip.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the radiologist was trying to peel away the sheath when it broke off/ snapped, rather than peeling away down to the tip.